Event description:
Device was returned for repair only. Upon receipt, it was noted that the tip was broken with a small piece missing. Contact with hosp confirmed that device broke during use in surgery. Hosp believes all pieces were flushed free from the joint and reported that no pt injury had occurred.